Manufacturer narrative:
It has been communicated that the device and/or lot info is not available for eval. Without the device and/or lot info it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot info does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.

Event description:
Medwatch report explained, doctor at bedside to remove ventriculostomy drain. Doctor removed necessary stables, and proceeded to pull on the catheter, at which time resistance was met. Doctor pushed the catheter back a little and then proceeded to pull harder against the resistance and the catheter broke off. Part of the catheter was removed and part of it retained in the pt's head. Doctor immediately informed his fellow neurosurgical group, which were at the nursing station in the same ICU. Orders were written for stat x-rays and it was carried out. Photos were obtained from the record of catheter break. Pt monitored closely throughout the day for neurological changes and those changes were reported. Clinical manager, notified, catheter piece that came out pt was collected. Date of use (b)6)-(B)(6) 2010. Diagnosis or reason for use: 3rd ventricular colloid cyst.